Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricle oversensing (nsrvo) was noted during follow-up. The nsrvo episodes triggered the device to enter securesense mode. Technical services determined that the nsrvo episodes were caused by competitive pacing signals in the ventricle resulting in intermittent capture. Device reprogramming was recommended and the patient is in stable condition.